Event description:
Per provider, end user advised hard for joystick to maneuver the chair which caused end user to run into things in her home and scar them up, en duser advised joystick does not go in direction she thinks it should go, no injury, end user could not provide any further information...(B)(4).